Event description:
Recently obtained contact lenses cause severe burning in eyes. The lenses are johnson&johnson 1 day acuvue lot #1820910364. Manufacturer notified on 11/14/06, but have not taken any action to date.